Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d6a.

Event description:
Healthcare professional reported right side "contracture grade iii" and "elastomeric folds". Device remains implanted.

Manufacturer narrative:
Initial reporter, address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture grade iii".

Event description:
Healthcare professional reported right side "contracture grade iii" and "elastomeric folds". Device remains implanted.